Event description:
Per journal article: "two cases of incarceration of the small bowel in the peritoneal obturator space after laparoscopic inguinal hernia surgery". Per the journal article transabdominal preperitoneal hernia repair (tapp) for inguinal hernia surgery. Tapp has a higher incidence of complications than the conventional anterior approach, including postoperative intestinal obstruction. This article reports two cases of intestinal obstruction triggered by the intrusion of the small bowel into the preperitoneal space through the peritoneal obturator space after tapp surgery. This report focuses on case 1 of the article, related to an 86-year-old man. Case 1: patient had bilateral inguinal hernia recurrences and underwent implanted with 3dmax light large mesh in the preperitoneal cavity and closed the left and right peritoneum. 18 days post implant of the mesh, patient underwent CT scan which finds a constriction in the left inguinal region. A small intestinal obstruction with an embolism origin was confirmed. Findings of reoperation noted laparoscopic observation of the peritoneal cavity revealed partial dehiscence of the peritoneal closure site, and the ileum was inserted into the preperitoneal cavity from this site. During laparotomy it was observed that the adhesion between the ileum and the mesh were strong and intestinal damage occurred during detachment. Thereby, combined resection of the mesh adhesion and the small intestine was performed. Postoperative paralytic ileus developed, but improved with fasting alone, and the patient was discharged from the hospital on the 16th hospital day. The article concluded that the intestinal obstruction was caused by dehiscence of the peritoneal obturator related to initial procedure. Two years after the operation, no infection or recurrence has been observed.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information is limited to the journal article. Adhesions are a known complication and are included in the adverse reaction section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event documented is estimated. This MDR represents case #1. An additional MDR was submitted to represents case #2. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.